Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver shut off during use. No additional event or patient information is available. The device has been received. Investigation is not yet complete. The data was provided. The reported event of the receiver shutting off during use could not be confirmed through data log review. A follow-up will be submitted upon completion of device analysis.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and firmware errors were observed. The customer complaint was confirmed during log review. A root cause could not be determined.